Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested and the reported issue of misalignment in the touch position could not be confirmed. The pil technician reported the touchscreen flex circuit passed all resistance testing. The pil investigation resulted in a no problem found conclusion.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the touch position misalignment on the v60 ventilator touchscreen. The device was not in clinical use. There was no report of harm. The pse evaluated the device and reported the issue was not resolved with a touchscreen calibration. The touchscreen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.